Manufacturer narrative:
An event regarding disassociation involving an adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: a visual inspection of the adm liner was performed. Some scratches and discoloration were observed on the articulating surface of the returned adm liner. Dimensional inspection: the device was found to be dimensionally within specification with the exception of: sequence 3 (inner sphere diameter e), sequence 5 and 9 (b diameter), sequence 10 (d dimension). The failure of these features is consistent with device disassociation. Functional inspection: a functional inspection was not performed as the event cannot be replicated. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, patient history, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
It was reported that the head disassociated from the mdm liner on patient's right hip. On (B)(6) 2015, the sales rep confirmed that the 28mm metal head disassociated from the poly insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the head disassociated from the mdm liner on patient's right hip. On (B)(6) 2015, the sales rep confirmed that the 28mm metal head disassociated from the poly insert.